Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no patient injury reported. No further information was available.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device has been received by baxter for evaluation. At this time the evaluation is not complete. A supplemental will be submitted once the investigation is complete.